Manufacturer narrative:
(B)(4). One used (B)(4) was received for evaluation. Visual inspection found no defects. The customer reported that during a total laparoscopic vaginal hysterectomy, arcing occurred of monopolar energy from the hinge of the jaw. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device insulation was not damaged and showed no evidence of arcing. The sample was activated in the monopolar mode and no arcing was noted. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 02/25/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic vaginal hysterectomy, arcing of monopolar energy came from the hinges of the jaw. No injury occurred to the patient, and energy arced to tissue that was being removed by the surgeon.